Manufacturer narrative:
Evaluation summary: previously addressed issue. Evaluation: results and conclusions- the returned product exhibited fiber metal protrusions from the shell. This issue was previously addressed and a critical characteristic symbol was added to the device print in order to increase the probability of operator awareness of loose fiber metal.

Event description:
It is reported that the scrub tech was removing trilogy shell from plastic packing and a stray piece of fiber-metal along the peripheral of the shell penetrated both of her gloves and poked her subcutaneously. Thus, the component was contaminated and deemed unimplantable. A second shell was opened. Upon retrieval there appeared to be several pieces of fiber metal protruding from the shell.